Manufacturer narrative:
M. Vergnat et al. "Mitral disease: the real burden for ross-konno procedure in children" ann thorac surg 2014;98:2165¿72. (B)(4). Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature analyzing risk factors associated with outcomes following the ross-konno procedure. All data was collected from single center between 2000 and 2013. The study population included 49 patients (mean age 12 months old), 13 (seven contegra and six hancock) of which were implanted with a medtronic device (serial numbers were not provided). The literature reported nine deaths in total and occurred due to the following: pulmonary hypertension, cerebral vascular accident (cva), left ventricle dysfunction, coronary compression, low cardiac output syndrome, multiorgan failure, biventricular failure. Of the nine deaths, five patients were categorized as early death and are explained further. The literature discusses five of the nine deaths in detail but does not state which products were implanted. Based on the available information there is not a direct correlation made between the medtronic products and the deaths. Among all patients, the adverse events included are as follows: severe aortic valve regurgitation, moderate mitral valve regurgitation, moderate pulmonary valve regurgitation, stenosis, left anterior artery occlusion, and heart failure. It was reported that 16 patients required re-operation. The literature did not specify as to which patients were effected and as to which products were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.